Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "clinical and radiographic results of the total condylar iii and constrained condylar total knee arthroplasty" written by paul f. Lachiewicz, md and stephen p. Falatyn, md published by the journal of arthroplasty vol. 11 no. 8 1996 was reviewed. The article's purpose was to report upon clinical and radiographic results of a prospective consecutive series of tcp ii and non depuy prosthesis. Data was compiled from 36 patients with 46 primary and revision tkas performed between june 1984 and september 1992 with age ranges 44-91 years old. The article provides that revision tkas utilized tibial wedges, tibial and femoral stems, and femoral "extensions" when appropriate. Cement manufacturer is not identified and the original implants for revisions were not known. No patella resurfacing. The article does not identify which specific products are associated with the adverse events with the exception of a few adverse events identified with the non-depuy products. This complaint captures the adverse events without identification as none were specifically identified with depuy. The article does not provide adequate information to determine accurate quantities. Depuy products utilized: tc3 primary and revision prosthesis including tibial wedges. Adverse events: pain with limited range of motion due to arthrofibrosis (intervention not specified), patellar crepitus with pain (intervention not specified), infection (treated by debridement and exchange of poly liner and IV antibiotics & chronic oral antibiotic for suppression), partial peroneal nerve palsy (self resolved by 3 weeks), limited range of motion (treated by manipulation under anesthesia).